Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the sigma size 3 femoral component test box is in poor condition, it does not thread the screw. If there was discomfort from the specialist, per the surgery was successfully achieved, it was used without adjustment. It did not affect the patient, the surgery was delayed about 5 minutes, there were no burns on the patient. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the device stripped. The stripped condition indicates the screw was backed out beyond the retaining pin cause damage to the set screw threads causing it to not assembly correctly. The overall condition of the instrument indicates heavy usage. A dimensional inspection was not performed due to post manufacturing damage. A functional evaluation was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the pfc*sigma c/s(ps)box trial sz3 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The sigma size 3 femoral component test box is in poor condition, it does not thread the screw. The surgery was successfully achieved, it was used without adjustment. It did not affect the patient, the surgery was delayed about 5 minutes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> according to the information received, "the sigma size 3 femoral component test box is in poor condition, it does not thread the screw." The product was not returned to depuy synthes, however photos were provided for review. See attachment (source file - reporte de calidadclinica el carmen colectivo 455137). The photo investigation revealed that device 961043, pfc*sigma c/s(ps)box trial sz3 provided evidence was not sufficient to confirm the reported event. Based on the available evidence, a definitive root cause could not be determined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the 961043, pfc*sigma c/s(ps)box trial sz3 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.